Event description:
During patient transport, device would not display ECG. This prevented monitoring the patient. There was no adverse patient outcome.

Manufacturer narrative:
Attempts to acquire the required patient information are ongoing. Welch allyn will update this report when it has acquired this information.